Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 13 unopened pouches. Analysis and results: there are no previous complaints of this code batch although two cases received from the same hospital. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Degradation test results conducted on the sample received fulfills the OEM requirements. In the degradation test, threads are introduced in a 0.9% nacl solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. The results for the samples received are 4.29 kgf in average and 3.81 kgf in minimum and fulfill the OEM requirement: 2.69 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. A rapid degradation of the thread could be caused by several factors: accelerated absorption may occur in patients with fever, infection or protein deficiency and may lead to an excessively rapid decline in tensile strength. Accelerated absorption may also occur in a body cavity that is moist, filled with fluid or if the sutures become wet or moist during handling prior to implantation. Without more information regarding the case such as clinical history of the patient, analysis cannot be carried out in this case. If more information is received in the future this case can be re-opened and analyzed. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the procedure took place on (B)(6) 2017 and the stitches came apart five days later.